Event description:
During pci, the stent failed to cross. When it was pulled back into the guiding catheter, it dislodged. It was snared and there was no injury to the pt. Additional info is not available.